Manufacturer narrative:
Based on the claim against the product by the customer noting a camera base rotation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have attached endoscope adapter (aea) damaged with a friction/binding issue. The buttons had mechanical damage. The complaint regarding camera base rotation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The root cause of this binding is attributed to component susceptibility to increased friction. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope displayed an inverted image and had an issue controlling the endoscope. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the camera base began to make louder noises. After a few moments, the rotation of the base in one direction was blocked. When rotating the camera 30 degrees up or down, the image in the console was rotated (upside down), but the camera did not physically rotate. The procedure was completed with no patient harm.